Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a day after implant a chext x-ray revealed a right sided pneumothorax which was caused by the lead perforating the patient. A chest tube was placed in the patient and the system will be monitored.